Manufacturer narrative:
Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements.

Event description:
It was reported that a patient underwent a removal of a ventricular drain at the back of the head and suture was used to close the insertion site. During continuous suturing the needle pulled off the suture causing it to pierce into the skin at the head. The surgeon opened the suture line to remove the needle. Additional information has been requested.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.